Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller said it takes almost 2 hours every night to charge the implant. Caller said when they first got the implant it didn't take that long to charge. Caller stated it takes 2 hours to charge from 70% to a 100% at excellent. Issue has been happening around 6 months to a year ago. Agent asked caller if patient had any falls or trauma around the implant and caller said the patient fell on the implant before the issue started. Caller inspected the recharger and said there was no damage on the cord. Caller was charging the implant at excellent. The issue was not resolved through troubleshooting. Caller stated the pt went to hcp a month ago and they said nothing is wrong. The patient was redirected to their healthcare provider to further address the issue to address. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.